Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 4 reference MFR reports: #1627487-2016-02131; #1627487-2016-02132; #1627487-2016-02133. It was reported the patient experienced tightness at the lead incision. The patient underwent surgery on 04/13/2016, where one of the occipital leads (off label use) was repositioned. The physician also removed scar tissue. The patient's issue was resolved.